Event description:
It was reported by the rep that a laparoscopic gastric band procedure was performed some time in 2011 and the procedure went well. The patient was not feeling restriction and they did an x-ray under fluoro and found that the band had a leak. The patient is schedule to have a new band implanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Results: fold lines per visual inspection, it was observed that the realize adjustable gastric band was returned with a small tear to the balloon, localized on a fold line. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it is noted that band leakage is a recognized event associated with gastric banding, it was also noted that leakage can occur following poor handling of the balloon during surgery, or as a result of filling it with the wrong type of filling solution or general deterioration of the balloon over time. A device history record (DHR) review was performed, and no discrepancies were observed during the manufacturing process; manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.